Event description:
On 02-JUL-2026 it was reported that on (b)(6) 2026 the user experienced hyperglycemia with blood glucose (BG) levels of 600 mg/dL resulting in diabetic ketoacidosis (DKA). The user was transported to the hospital by emergency medical services, treated with an insulin drip, and discharged on (b)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (DKA) requiring hospitalization while on iLet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring inpatient medical management. Review of available information identified that the user experienced nausea, vomiting, headache, weakness, lethargy, and diarrhea prior to hospitalization. The user reported no issues with the infusion set, including no leakage, bent cannula, or tubing kinks, and reported performing meal announcements appropriately. Engineering review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate dosing relative to delivery requests, and confirmed the iLet behaved as intended. Based on the available information, no device malfunction was identified, and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.